Event description:
A report was received that the patient could never get the ipg to charge fully. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1160 sn (B)(6). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient could never get the ipg to charge fully. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.